Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported on behalf of the customer that the spacer had come off the cup. She explained that this happened shortly after they opened the packaging but there were no adverse consequences to the patient, as an alternative device was available immediately.